Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the pacing lead. Followup with the patient's clinic revealed that there was no noise, but the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.